Event description:
It was reported by customer during use that the cs100 intra-aortic balloon pump (iabp) unit had displayed an inflation failure message. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name, address, and telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,e1(initial reporter),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the customer is using the internal repair process and has not notified the repair department. Getinge is not aware of any repair information for this unit.

Event description:
N/a